Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated surgery, the surgeon ripped the lead out of the patient. As a result, surgical intervention was undertaken on an unknown date where the lead was explanted to address the issue.